Event description:
It was reported that the 9800 sys had an intermittent loss of image from the monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.